Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: torque limiter fell apart during surgery. Instrument fell apart while fixating the end-caps on the top-loading screw. No extreme force was used.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The complaint condition is due to an unknown cause. The lots were initially manufactured and processed per specification requirements and were inspected and conformed to the synthes incoming / final inspection sheet. All records were reviewed and indicate that the units were all processed correctly through all operations. There is no history on the device to indicate usage, times autoclaved, or cleaning cycles. The manufacturer recommends torque settings be recertified at a minimum of every: 3000 actuations - clicks, 200 autoclave cycles, or every six months for a review of all components for wear and a recalibration to maintain device accuracy. The lot met the all requirements and was processed per specification at the time of shipment. The complaint condition is not related to the manufacturing process.